Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. Lastly, the recurrent mitral regurgitation (mr) was due to case-specific circumstances as the implanted clip experienced slda. The reported patient effects of worsening mitral regurgitation and mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased. Mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing mr to 1-2. On (B)(6) 2019, the patient returned for a follow up visit where it was noted the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 2-3. No additional information was provided.